Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site and replaced the control printed circuit board (pcb) to solve the issue. The pcb was returned for further investigation. The control pcb was placed in a ventilator for simulated use, it failed during the puc with multiple error. During ventilation it alarmed for a technical error (te7) that indicates a patient category mismatch between breathing and monitoring subsystems and o2 concentration low. Electrical measurements taken during ventilation show that the output from pin9 on the ic5 (integrated circuit) was always 0v. The ic5 is part of the buffers circuit and its output signals control the gas modules. It should alternate between 5v and 0v during breathing. If this error occurs during ventilation, the patient may receive a different amount of oxygen in the gas mixture than expected. Flow and pressure may also deviate and vary. Alarms will be activated if the failure occurs during ventilation. Replacing ic5 resolved the issue. The conclusion is that this ic was defective and caused the reported issue. However, it is not possible to identify the cause of this component failure.

Event description:
Manufacturer's ref: #(B)(4).